Manufacturer narrative:
D10 concomitant medical products: egia60amt, egia60amt egia 60 artic med thick sulu (lot#:p4g0994), sig60ctamt, tri 2.0 sig60ctamt 60 CT med thk 12mm (lot#:n4b1706y), sig60ctamt, tri 2.0 sig60ctamt 60 CT med thk 12mm (lot#:n3f0383y), sig30ctav, tri 2.0 sig30ctav 30 CT vsclr 12mm (lot#:n4e1903y), sig45ctamt, tri 2.0 sig45ctamt 45 CT med thk 12mm (lot#:n4f2017y), sig60ctamt, tri 2.0 sig60ctamt 60 CT med thk 12mm (lot#:n3f0383y), sig30ctav, tri 2.0 sig30ctav 30 CT vsclr 12mm (lot#:n4e1903y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a thoracoscopic lobectomy (upper lobe, lower lobe), after the firing there was leak from the staple line, it was a minor anastomotic leak. Confirmation using air bubbles/methylene blue. The leak site was sutured during the suturing, there were moments when the lung was avoided.

Event description:
According to the reporter, during a thoracoscopic lobectomy (upper lobe, lower lobe), after the firing, there was a leak from the staple line; it was a minor anastomotic leak. Confirmation using air bubbles/methylene blue. The leak site was sutured, and during the suturing, there were moments when the lung was avoided.

Manufacturer narrative:
Additional information: b5, g3, h6 additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.